Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry. Patient also had another device explanted, model #6625, which is reportable on a alternative summary report.

Event description:
Through follow-up with the health-care provider, the operative report was received. It was learned that the device was explanted due to sizing issues. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.